Event description:
It was reported that during npwt, the pico 7 15cm x 15cm stopped working after the second day of application; all of the indicators suddenly started flashing. The treatment was completed with a smith and nephew back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
The device used in treatment was not returned for evaluation, all provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Factors that can contribute to the reported event include the device entered a non-recoverable error state as the pressure sensor current was out of range. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported events. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.